Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Report source: st jude medical crmd reliability laboratory; no complaint was received with return of the device. Failure (event) observed during analysis. Externalized conductors due to external insulation abrasion were found at 28.9-31.3 cm from the distal end. The silicone insulation was abraded and the sensing conductor was visible. The etfe coating was intact at the same location.